Event description:
Complainant alleged that while attempting to defibrillate an (B) (6), female pt, the device displayed an unk error message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has not received the product for eval, and this complaint is still under investigation.